Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2017 to revise her scs system's lead. Reportedly, the patient was in a car accident and the scs stimulation moved to the rib area. X-ray taken confirmed migration of the right lead. The patient reported receiving effective stimulation coverage postoperatively.